Event description:
The customer reported that the system displayed an error message about not being able to save an image then locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.